Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2013. Weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bi impedance 665 to 1596 ohms peak between (B)(4) 2012 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the impedance and threshold on the right ventricular (rv) lead have been continuously rising. X-ray showed no abnormalities; no connection issue was observed. A new pace/sense rv lead was implanted and this lead remains implanted but out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.